Event description:
It was reported that the dermatome lost power and was leaking oil and failed during a surgical case which caused a 30 minute delay in surgery. Add'l info was obtained from the biomed who reported the device failed to it being used on the pt. A different dermatome was used to finish the case. He did not know if the pt had received anesthesia prior to the device's malfunction. Add'l clinical and pt info was requested and not received at the time of this report.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.